Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown the device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that the patient was admitted to the hospital with severe abdominal pain on (B)(6) 2019 and diagnosed with peritonitis. The peg-j tube was removed and antibiotic treatments started. It was reported (B)(6) 2019 that the duodenum tube was placed successfully. On (B)(6) 2019 duodopa treatment was re-started.